Event description:
On 12/10/96 an aus device was implanted. On 2/20/97 the balloon was revised. On 3/20/97 the cuff was revised. On 7/3/97, pt complained of "burning, aching, almost enough to make you pass out" in front of the cuff, not on it "but in front of it." Pt said dr has given him "something" for it and dr "thinks it may be an infection."